Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump sound was "muffled and low." Reportedly, the customer accidentally dropped the pump into the water. Tandem technical support informed the customer to ensure that the back of the speaker holes were dabbed with a lint free cloth; customer acknowledged. Customer declined to provide further information regarding the speaker issue. Customer's blood glucose level was not impacted due to the reported issue.